Event description:
A number of bd ultra-fine ii short needle syringes were found to have inaccurate markings. The zero line was slanted or varied in distance from the hub as much as 0.5 unit. The pt's typical dose is 1 to 2.5 units of insulin, so this could have resulted in a significant error. So far we have found about 25 poorly marked syringes. The control number on the packages is 6059644c. Becton dickinson has been notified. They sent a box to the family to use to send back the syringes.